Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received a questionable high result from coaguchek xs meter serial number (B)(4). The customer stated he took the meter with him to the physician office for comparison tests and the same venous sample was used on the meter and for the laboratory testing. At 9:56 am, the result from the meter was 2.4 inr. The laboratory result was 1.7 inr. There was no allegation of an adverse event. The therapeutic range was 2-3 inr. The customer was not anemic, had no antiphospholipid antibodies, no heparin, no direct thrombin inhibitors, no changes in diet, no new medications, no recent illness, and no bleeding or bruising. The suspect meter and strips were returned for investigation and tested with qc material. Testing results: qc 1: 2.3 inr; qc 2: 2.4 inr; qc 3: 2.4 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. Retention test strips (lot 297787-21) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. No information was provided in the complaint case that would point to a cause for the result discrepancy.